Event description:
It was reported that a 25mm 11500a aortic valve, in the pulmonary position underwent a valve-in-valve procedure after an implant duration of 1 year, 11 months due to thrombus, leaflet immobility without coaptation, severe insufficiency and mild stenosis. The tpvr was performed with a 26mm 9600tfx transcatheter valve. Per medical records, the patient presented of syncope. Echo showed moderate-severe pulmonary insufficiency with poor mobility of bioprosthetic valve leaflets without coaptation and some echo bright areas suggestive of thrombi.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, d4, g3, g6, h2, h4, h6. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots on the device/graft. There may be cases of incidental finding by imaging (CT scan) of thicken leaflets (halt) when the patient will benefit from a close follow-up and may be treated with oral anticoagulant. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 25mm 11500a valve in the pulmonary position underwent a valve-in-valve procedure after an implant duration of 1 year, 11 months due to unknown reason. The tpvr was performed with a 26mm 9600tfx transcatheter valve.